Event description:
The customer reported that when installing the kit, the machine didn't recognize the kit, and alleged a possible issue with the barcode situated under the cassette. Patient information is unavailable at this time. Terumo bct is awaiting the return of the disposable set. This report is being filed due to the customer filing a sae report with their local authorities.

Event description:
Patient information: the defect was detected by the operator during setup and there was no patient involved, therefore no patient information can be reasonably known.

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the root cause of this defect is due to a manufacturing error where a bar code label was not placed on the back of the cassette.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the spectra optia set was returned for investigation. The set was visually inspected and the barcode label on the back of the cassette was found missing, due to a manufacturing error. This is the reason for the alarm that the customer received. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.